Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-06644.

Event description:
It was reported that two of the instruments fractured during impaction of the liner. No harm or impact to patient has been reported. Attempts have been made, and no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the plastic blue sleeve is fractured on both devices. The fracture runs through the dowel in hole. The strike plates show wear & tear that indicates repeated use. The main tubes which show item / lot detail were not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.